Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the customer encountered a system self-check failed error. At that time, the patient was under anesthesia and ports were placed. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to check for energy shield monitor (esm), which had all blinking yellow leds. After the customer power cycled the da vinci system, the esm leds were lit blue. The system then stated an error indicating that there was no blue fiber connection to the patient cart. The tse suggested to shut down the system and clean the blue fiber cables (bfc) with pressured air. However, the surgeon declined further troubleshooting to be performed due to concerns of the patient being harmed by dust flying around and potentially getting into the patient. The customer elected to convert the case to open surgery instead. The reported issue resulted with a procedure delay of greater than 30 minutes.isi has attempted to gather additional information regarding the reported event; however, no response has been received.